Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the display screen had become discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the text on the display screen was dim and discolored. Unrelated to the display issue, the battery compartment was cracked at the opening of battery chamber extending down to the primary seal. A test battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. There was no observed issue with a loss of power and no evidence of moisture damage in the battery compartment. Also unrelated to the display screen issue, testing revealed an intermittent response to button presses on all of the keypad buttons. There was no visible damage to the keypad. Contamination was present underneath the contacts of all keypad buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.